Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the pump had intermittent power, with a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07-jan-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. There was no battery or cartridge cap returned with the pump for investigation; test caps were used to complete investigation. With the caps securely in place, the pump powered on normally and completed 12 hour-duration testing without any interruption in power. Investigation did not duplicate the alleged power issue.